Event description:
The facility reports the gate was open while the mobile rail was not in front of the fixed rail. This made it possible that the cassette could fall out (this did not occur - there was only the potential for it to occur). No pt was involved, no injuries were sustained. (B) (4).

Manufacturer narrative:
The following observations were done on-site by the arjo service engineer: the new gate (part number 700.11560) was installed on (B) (6) 2008. The device was in good working condition. All functions were working as per product specs. The gate locker was missing. A safety advisory notice (B) (4) was issued in july 2008, followed by a corrective action (B) (4) in sep 2008, which included a mechanical locking system to prevent the lift from falling off the track. Moreover, since sep 2008, all (B) (4) gates are equipped, in production, with that locking system, called df locker. As arjohuntleigh (B) (4) recognized that by mistake, the gate was not equipped of a gate locker, the MFR considers that an internal error has led to this event. The MFR recommends the customer have all similar products inspected and repaired by a qualified technician and that these actions be recorded. The MFR insists that the qualified technician, as stated by the technical advisory notice (B) (4), install, test and verify a mechanical locking system on each gate system.